Event description:
The patient underwent implantation of a synchromed pump and catheter under general anesthesia in 2001 for intractable spasticity. The pump was filled with 18 ml of baclofen 500mcg/ml. The patient was programmed to receive 250 mcg bolus with 100 mcg/day maintenance dose of baclofen. Following implant, the patient experienced overdose symptoms with intubation and mechanical ventilation. The hcp withdrew 7 cc from the pump reservoir, and 1.5-2cc additional later. The hcp also withdrew 30-40 cc of csf from the catheter access port and gave narcan and physostigmine to treat the patient's overdose. The pump was stopped. The hcp plans to explant the pump and implant a new synchromed pump. Hcp stated he would return the pump to the manufacturer for analysis.